Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip was stuck in the lesion. The 100% stenosed target lesion was in a severely tortuous and severely calcified below the knee vessel. A 6f guidezilla ii pv long guide extension catheter was selected for use. During the procedure, it was noted that the distal tip was stuck in the lesion. The device was simply pulled out. The lumen was found to be flattened when it was completely removed. The procedure was completed with a small diameter balloon catheter. No patient complications were reported and patient's condition was good.